Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2009 during drain cycle 4. The patient's drain volume was 3300 ml. The programmed fill volume of 2000 ml. This information meets iipv criteria. (B)(4) contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse the patient expired on (B)(6) 2009, due to cardiac arrest, which was unrelated to peritoneal dialysis therapy. The nurse stated that she does not know whether the patient reported any symptoms of overfill as the chart has been archived. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.